Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a female patient reported the injection button of her humapen ergo ii device was difficult to push down. She experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) asian female patient. Medical history and concomitant medications were none. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog 25) cartridge from 2013 or 2014 via a reusable humapen luxura (purple red/amaranth/ burgundy, metal ring) 15 units, three times a day (morning, noon and evening), subcutaneously, for the treatment of diabetes mellitus. It was noted that the injection button was difficult to push down in 2016. Sometime in 2016, another reusable pen was utilized further described as a humapen ergo ii (two tone blue, plastic). On an unknown date in (B)(6) 2018, 4-5 years after starting the insulin lispro protamine suspension 75%/insulin lispro 25% treatment, the injection button of her humapen ergo ii was hard to push down ((B)(4), lot unknown). As a result, the insulin lispro protamine suspension 75%/insulin lispro 25% was not injected and she experienced high blood glucose. She took oral drug. Also, an ankle blister appeared. Because of her blistered ankle and high blood glucose, she was hospitalized on an unknown date. No information regarding corrective treatment and outcome of the events was provided. The insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. Status of humapen ergo ii was ongoing. The operator of the humapen ergo ii was the patient and her training status was unknown. The humapen ergo ii model duration of use was not provided but started in 2016; approximately two years duration of use. The use of suspect humapen ergo ii was continued and its return status was expected. The reporting consumer did not know the relatedness assessment of the events with insulin lispro protamine suspension 75%/insulin lispro 25% treatment and humapen ergo ii. Update 20apr2018: upon review of information received on 27mar2018 from the initial reporter the malfunction field was updated from no to unknown for (B)(4) relating to the humapen ergo ii device. Correspondingly fields and narrative updated accordingly. Update 20apr2018: additional information received on 20apr2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.